Manufacturer narrative:
Analysis found that the device came in with broken audio board. The audio board was replaced. The device was placed in burn-in for 24 hours. The device was cleaned, repaired, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe needed repair. There was no known patient impact reported.